Manufacturer narrative:
Based on the available information, the device will not be returned. Therefore, an evaluation of the device cannot be performed. A review of the device history is not possible, because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported, that an im 6.5mm head reamer broke, during surgery. The reporter attributed the breakage to user applying excessive force at an aggressive angle. No complaints were made. And the patient was unharmed, with no operational delays or complications. The product involved was part of a loaner kit. And was discarded after use. The breakage occurred, during primary surgery for a hip fracture, with no debris left in the surgical field. The reamer was used to clear extra bone. And backup instruments were not needed.

Event description:
It was reported that an im 6.5mm head reamer broke during surgery. The reporter attributed the breakage to user applying excessive force at an aggressive angle. No complaints were made, and the patient was unharmed, with no operational delays or complications. The product involved was part of a loaner kit, and was discarded after use. The breakage occurred during primary surgery for a hip fracture, with no debris left in the surgical field. The reamer was used to clear extra bone, and backup instruments were not needed.

Manufacturer narrative:
Correction to b2. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, it has been stated in the event description itself that the device broke due to user error. If the device is returned or if any additional information is provided, the investigation will be reassessed.